Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr fault constantly. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: failure analysis: received vela. Visually inspected part. Installed in known good unit. Events log recorded multiple xdcr faults. Exhl diff transducer test failed. Findings/root-cause: transducer faults are known issues and were corrected with an internal investigation.